Manufacturer narrative:
Intuitive has received the fenestrated bipolar forceps instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. .

Event description:
It was reported that during central processing, the customer noted a damaged cautery wire on the fenestrated bipolar forceps instrument. The previous procedure and patient outcome were not provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Failure analysis found the primary failure of cautery cable insulation damage to be related to the customer-reported complaint. The fenestrated bipolar forceps instrument was found to have conductor wire insulation damage at the yaw pulley. There was not material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy on both attempts. Components adjacent to the damaged wire insulation did not show damage.